Event description:
It was reported that, during a meniscus repair procedure, the fastfix flex broke off during tightening. The implants were not removed because of the failure. The procedure was resumed, without any delay, using a similar s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).